Event description:
Customer reported that the act button on her insulin pump is sticking. Customer's blood glucose was unknown. The act button is sticking and not responding all the time. There were no significant events leading to the error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. The insulin pump has minor scratched display window, cracked on the bottom right side at display window corners, cracked display window corner and cracked reservoir tube lip.